Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay, where error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. The customer reported there were no bubbles in sample cup, no damage to the sampling or processing probes, and other scheduled maintenance was performed. The customer attempted recalibration of the rubella assay and obtained the same error message. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.